Manufacturer narrative:
A local boston scientific crm field representative was contacted and was not aware of this situation and explained that this patient's physician checks his own patients and does not involve vendors or representatives. Should additional information become available to our company, this event would be updated as necessary. Two years later, this pacemaker was returned to boston scientific. Details regarding the explant and return were not provided. There have been no allegations since the original complaint which was reported back in (B)(6) 2010. The device is currently in analysis. When additional information becomes available, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this patient's daughter called our company stating she did not think her father's pacemaker was working properly and noted her father's been in the hospital two times within the last week. The caller stated she talked to one of the nurses and was told the device was working fine. She is concerned because her father's heartbeat was erratic, irregular with pauses and was inquiring about an over the phone device check. Boston scientific crm explained we cannot check the pacemaker over the phone and transferred the caller to technical services. Technical services discussed what a transtelephonic monitor does, however explained again that we do not do phone checks. Technical services suggested contacting a physician or seek urgent care if concerned.